Event description:
It was reported that there was an atrophic non-union of an right olecranon fracture which required revision. A revision surgery was performed to remove all existing hardware, and patient was revised to an 8 hole extra-articular olecranon plate with a bone graft from the iliac crest. No reported time delays, no patient harm, no fragments. The procedure was successfully completed. This report is for 3 unknown 3.5mm cortex screws. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Patient height reported as: (B)(6). This report is for 3 unknown 3.5mm cortex screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.